Event description:
Related MFR report number: 2017865-2023-42882. It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. It was also noted that there was pacemaker mediated tachycardia on the pacemaker (pm). The physician elected to cap and replace the rv lead and explant and replace the pm. The patient condition was not known.